Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, crossbrace damage. Chair was torn down to pieces before returned. In very used condition for age. Pivot link bent on left side broken clothing guard on left side. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for the tracer sx5 wheelchair of having broken pivot links or a bent cross brace. It was confirmed that the wheelchair had one back cane, a fractured right clothing guard, one bent pivot link, and wear to both anti-tippers. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, crossbrace damage. Chair was torn down to pieces before returned. In very used condition for age. Pivot link bent on left side broken clothing guard on left side. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for the tracer sx5 wheelchair of having broken pivot links or a bent cross brace. It was confirmed that the wheelchair had one back cane, a fractured right clothing guard, one bent pivot link, and wear to both anti-tippers. The tbm called in stating that he visited one of his dealers that provided a trsx5 wheelchair to an end user that has a prior head injury. The tbm stated that the end user is really beating up the chair due to his prior injury. He stated that one of the back canes are bent and the frame is bent. No alleged injury. No additional information provided. Update from (B)(4) 2016 provided by current therapy: dealer states that the unit pivot links have broken, the cross braces and the back cane have bent the clothing guards have snapped due to the bending and he has gotten pinched in the process. Dealer stated that the invacare sales rep saw the chair and states that the chair did not hold up to its weight capacity of 300lbs. Dealer provided a loaner for patient until new chair is ordered.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The tbm called in stating that he visited one of his dealers that provided a trsx5 wheelchair to an end user that has a prior head injury. The tbm stated that the end user is really beating up the chair due to his prior injury. He stated that one of the back canes are bent and the frame is bent. No alleged injury. No additional information provided. Update from 1/15/16 provided by current therapy: dealer states that the unit pivot links have broken, the cross braces and the back cane have bent the clothing guards have snapped due to the bending and he has gotten pinched in the process. Dealer stated that the invacare sales rep saw the chair and states that the chair did not hold up to its weight capacity of 300lbs. Dealer provided a loaner for patient until new chair is ordered.